Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ping enhanced meter had a fading display. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged display issue first occurred on an unknown date ¿a couple of months ago¿. The patient manages their diabetes with insulin pump therapy and initially made no changes to their diabetes management routine as a result of the display issue. On (B)(6) 2014 the patient stated that they suffered an ¿eye bleed¿ which has impaired their vision, and as a result, the patient stated that the meter readings have been even more difficult to interpret. As a result of this, the patient has ¿delayed food and giving insulin over the last couple of weeks¿. The patient alleges that they have also experienced some ¿low and high episodes¿ since having their ¿eye bleed¿. However, no medical treatment was sought as a result of this. At the time of troubleshooting the csr noted that there was no misuse of the product and the patient did not have a back-up meter to test their blood glucose. The products were requested to be returned for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged display issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (02/13/2015). The patient¿s meter has been returned on 1/19/2015 and evaluated by lifescan product analysis on 1/30/2015 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. In addition, a secondary issue was noted when the meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.